Event description:
Patient called alleging high readings on the lfs meter compared to the reading at the ER in 2004 (invalid comparision). Time differnce between the two readings was greater than 30 minutes. Patient mentioned that they had obtained a reading of 208mg/dl on the meter and did not experience any symptoms at the time of testing. Patient does not recall the reading they received in the ER. Patient was treated with an oral medication for their diabetes in the ER. Patient's test strip vial was damaged and the test strips they had been using were also damaged. Ccr had patient run a control solution test on the meter and it had passed.